Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during mastectomy procedure, the electrical current of the device have burned through the blade instead completely down to the pencil. Thus resulting to a 1st degree burn (redness) on the patient's skin but it was the part of the skin that was going to be removed.